Manufacturer narrative:
One used set was returned. Visual inspection revealed a small hole in the sheeting of the drain bag. The bag was functionally tested by submerging it under water and leakage was noted from the hole.

Event description:
Home pt reported ultra set tubing was melted to the drain bag and when pulled off, put hole in drain bag. Hole in drain bag was noted prior to home pt use. Per home pt, no injury or medical intervention.